Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical / medical investigation concluded that, based on the limited clinical records provided, the reason for the rt tka revision was the patient¿s reported stiffness, moderate swelling and medial and lateral ligament grade I laxity. However, the x-rays obtained prior to the revision reported an intact, well positioned and well-aligned rt tka with no signs of loosening or lesions. Therefore, it cannot be concluded that the revision was due to a mal-performance of the implant. Without complete clinical records and/or the analysis of the explanted device, a definitive root cause for the revision cannot be determined. The patient impact beyond the revision and post-operative healing and rehab cannot be determined. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment or fit/size of device used. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, there was a revision surgery in which a journey ii bcs articular surface size 5-6, 10mm was exchanged for a journey ii constrained articular surface size 5-5, 12mm. It was not reported if there was a delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.